Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in a vein graft in the patients body. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured resulting in the partial deployment of the stent. In response, another balloon catheter was utilized to fully expand and successfully deploy the stent. Subsequently, a vessel dissection was observed. Another stent was successfully advanced and deployed to treat the area of dissection. There were no additional complications reported relative to this event.